Manufacturer narrative:
B3: it was further alleged that the patient experienced three peritonitis episodes since (B)(6) 2023 to date. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis three times. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized or treated for this event. At the time of this report, the patient outcome was not reported; however, the effluent was clear after the patient stopped automated pd (apd) and was switched to continuous ambulatory pd (capd). No additional information is available.